Event description:
The patient reported an eri (elective replacement indicator) message. There was no allegation or dissatisfaction with the implantable neurostimulator (ins) longevity. Steps were reviewed to bypass the eri message. The patient stated their back had been hurting, and they had difficulty sleeping the night prior to the report because their back and leg hurt. The patient also noted experiencing dizziness and passing out. They also have had blackouts, and have seen their healthcare provider about that issue. The patient was to follow up with their healthcare provider. The patient was implanted for degenerative disc disease and herniated disc pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.